Event description:
Complainant alleged that the medics were responding to a call for a patient who was in a cardiac arrest condition. Upon the medics arrival on scene the patient was unconscious, unresponsive and breathless. The medics analyzed the patient's heart rhythm, with the device in semi-automatic mode. The device advised shock, and one 150 joule shock was administered to the patient. The patient's heart rhythm was analyzed three more times, with a "no shock advised" prompt being issued at the conclusion of each analysis. The patient's heart rhythm was again analyzed, and the device gave a "shock advised" prompt. The pt then received a 200 joule shock. The device analyzed the patient's heart rhythm again, and the device gave a "no shocked advised" prompt. Chest compressions were performed on the patient throughout this call. In addition, an ambu-bag was utilized for patient ventilation. The complainant reported that the device did not advise shock for a patient ventricular fibrillation heart rhythm. The patient subsequently expired. Please reference attached medwatch report 1220908-2001-01173, which documents another separate event that occurred with this device.